Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that sometimes it feels like the implant is in their right hip and sometimes feels like the implant is burning in their back. Patient stated that the burning will hurt real bad. Patient mentioned that they lost 70 pounds in less than a year. Patient reported that they also sometimes get a message on their controller to change the battery in the controller, but they could not remember the exact message because it hasn't popped up for a month. Agent reviewed information with patient and redirected patient to their healthcare provider to further address the issue. Patient wanted to verify that patient services had their updated address; agent verified.